Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor will not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was able to be confirmed. As received, the monitor was unable to power on. Upon investigation, the batt_main trace was shorted to ground thermal damage. The root cause of the shorted trace and thermal damage was unable to be positively identified. No adverse event resulted from the defective monitor.